Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen on the pump had gone blank after replacing the battery. It was reported that the pump would beep and then go black. It was also reported that the battery cap was secure, the yellow o-ring was not visible, and there was no damage around the battery compartment.